Manufacturer narrative:
Section h10: (h3): per the hhe, the most probable root cause of the reported event is design-related. The handle body subcomponent 301-300- 01 is a single body construction. However, the bridge feature that is fracturing is relatively thin (.035) and thus potentially susceptible to fracture. Additional potential contributing factors are being investigated in capa2020-62. (H6): heath effect - impact code: 3199, type of investigation: 4114, investigation findings: 3243, investigation conclusion: 12.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, while broaching the humerus on the patient¿s right shoulder with the broach handle, the surgeon hit the broach handle and noticed something came off. He found a piece of metal had broken off the handle, which was recovered. Patient was last known to be in stable condition following the event. Device will not be returned, however, a picture was sent.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.